Event description:
The customer's pump was not responsive and not turn back on when plugged into a power source. There was no impact to the customer's blood glucose level. Reportedly, the customer had not used the pump for a few months.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.